Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/21/2025, an arthrex subsidiary employee reported via email that an ar-8990ds disposables kit for fibertak dx suture anchor and an ar-8990 fibertak dx suture anchor were involved in an issue during surgery. The surgeon requested the fibertak anchor and proceeded with the standard technique, inserting the drill bit and then hammering the anchor. During insertion, the anchor tip bent. An attempt was made to correct the tip for continued use, but the same issue occurred; the tip bent again. The patient¿s bone quality was assessed as good, and no additional anesthesia was administered. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 12/02/2025: this occurred during a reconstruction of the tendon of the second toe procedure. The anchor bent twice during initial insertion. The tip was corrected using a kelly instrument. The bent anchor was removed and not implanted. The procedure was completed without surgical delay. The drill bit from the kit was used for preparing the bone. No photos were taken, and no adverse patient effects were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information available, including the returned device (if applicable), photographs, event description, and field feedback, arthrex has determined the most likely cause is attributed to off-axis loading or the use of excessive force during malleting, which can prevent the implant from seating properly and lead to mechanical disengagement or failure during insertion.